Manufacturer narrative:
Pump stop: the cause of the pump stop was an unintended user related issue where the impella was clamped by a soft jaw clamp resulting in pump stop due to clinical details and data log review confirming pump stop following surgical mode use. The returned product showed no physical abnormalities and was able to run without issue. Correction has been updated in d1 and d9. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
The user facility reported a patient on an impella cp for pre-op placement for mitral valve surgery. When the pump was clamped with a soft jaw clamp to block the aorta, the alarm "pump stop current consumption increase" occurred, and the alarm went off even when the pump was turned to surgical mode. The operation was carried out to the end, and when the impeller was bled before the heart-lung machine was left, the pump would not restart, and the cp was removed at the same time as the heart-lung machine was left. The patient transition to the heart-lung machine and the intra-aortic balloon pump. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.